Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2013 due to patient allegations of pain and elevated metal ion levels. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located confirm the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-05514 /-07037).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located confirm the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of fibrous stranding, a pseudocapsule, cheesy looking type substance, scar tissue, bone defect, loose cup, and osteolysis. The modular head, acetabular cup and taper adapter were removed and replaced.